Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized from (B)(6) 2017 due to diabetic ketoacidosis. The customer was incoherent. They passed out in their car. The ambulance was dispatched. They were put in the intensive care unit. Their blood glucose at the time of admission was over 600 mg/dl. They were treated with insulin intravenous therapy. The customer declined troubleshooting for the high blood glucose. The device will not be returned for analysis.